Manufacturer narrative:
The device was received for evaluation along with photographs of the sample were provided for evaluation. Visual inspection of the provided photographs shows the product wet and the head area with the protective cap attached to the dialysate port. The reported condition could not be visualized in the provided photos. The visual inspection of the actual sample shows the product unpackaged, wet and without protective caps. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing, and no leaks were observed. A leakage test of the dialysate side was performed, and no leakage could be found. Furthermore, a leak test of the blood side was performed, and no leakage could be found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the filter of a polyflux 17l set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.